Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, (B)(4), lot number hurg0494 was implanted to repair the hernia defect. (B)(6) 2015 and (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number (B)(4), lot number hurg0494 was implanted to repair the hernia defect. (B)(6) 2015 and (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, "the hernia sac, attached peritoneal fat were identified and reduced into the preperitoneal space. A ventralex mesh was placed and secured." (B)(6) 2015 - patient was diagnosed with recurrent umbilical hernia and ventral hernia thereby underwent open repair with explant of ventralex mesh. Per operative notes, "a piece of mesh was balled up within the hernia sac. The mesh was firmly adherent to the underside of the abdominal wall and to the sac. It was dissected along with the sac and portions of omentum which were incarcerated in the hernia. There was noted to be a second herniation distal along the midline, the sac was then dissected and a synthetic mesh was placed.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries. It was alleged that the mesh was wadded up and hematoma.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 4 years post implant of ventralex mesh, patient was diagnosed with mesh deformation, hernia recurrence and adhesions thereby underwent removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.